Manufacturer narrative:
No sample will be returned as part of this complaint therefore, the complaint is unconfirmed. DHR review showed that no anomaly was reported during the manufacturing/packaging processes that could be related to the reported condition. Eight (8) retain samples were visually inspected and product appearance of each unit was acceptable. Therefore, the most probable cause for the reported event was that there was always a risk of disrupting the healing dura during the second operation, especially when going in so early. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2019, the id4501i duragen 4x5 1 pack ce was being used on a (B)(6)-year-old female. The operation in which duragen was indwelled was performed on (B)(6) 2019 and the head was restarted 18 days (about 3 weeks) after indwelling. Duragen stuck to the flap, exposing the brain surface and lacking the dura mater. Gore-tex was added again as a duraplasty, sutured, and the wound was closed. The extension of the operation time was about 10-15 minutes. There was no point in placing duragen, if the dura was formed without cerebrospinal fluid leakage, the product was evaluated to be unusable under external decompression. If the patient was in good condition, it was common to reopen the skull in such a short period of time. Even if the dura was not firmly formed, it was evaluated that duragen could not be used if it remained on the brain surface and did not cover the brain surface. The procedure the product was used was craniotomy hematoma removal and it was not found unacceptable nor it failed prior to first clinical use. Additional information has been received on 09jan2020 that there was no patient injury and the patient was recovering. The action done after the product problem occurred was gore-tex was used as a duraplasty, sutured and the wound was closed.